Manufacturer narrative:
Block a4: patient weight): 76.4 kg. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e1020 captures the reportable event of nausea. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf patient code e1012 captures the reportable event of gastritis. Imdrf patient code e0506 captures the reportable event of minor hemorrhage. Imdrf patient code e2338 captures the reportable event of edema. Imdrf impact code f08 captures the reportable event of prolonged hospitalization. Imdrf impact code f2202 captures the reportable event of an esophagogastroduodenoscopy to remove the stent. Imdrf impact code f2203 captures the reportable event of a computed tomography (CT) scan was performed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted to treat a malignant gastric outlet obstruction during an endoscopic ultrasound (eus)-guided gastroenterostomy procedure performed on (B)(6) 2025. On (B)(6) 2025, post-stent placement, the patient experienced frequent episodes of nausea, sometimes accompanied by vomiting. On (B)(6) 2025, kytril was discontinued, as it was provoking vomiting. On (B)(6) 2025, a computed tomography (CT) scan was performed and showed that the stent appeared patent; however, the stomach was distended with baseline fluid and oral contrast, which may have been secondary to delayed gastric emptying. Later the same day, an esophagogastroduodenoscopy was performed, during which the original axios stent was found to be occluded due to residual fibrous food and was removed. Post-stent removal, a small ulcer, chronic gastritis with hemorrhage, and congestion (edema) were noted. Omeprazole was administered to address the ulcer, and another 15 x 10 mm axios stent was placed. Following the reintervention, the patient received counseling on (B)(6) 2025, regarding appropriate stent diet and portion sizes. On (B)(6) 2025, the patient was started on reglan 10 mg by mouth four times daily.